Event description:
It was reported that the patient underwent surgical intervention to revise the inflatable penile prosthesis (ipp) due to the device and reservoir not functioning properly. The reservoir appeared to have an anuerysm. A new device was implanted. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to revise the inflatable penile prosthesis (ipp) due to the device and reservoir not functioning properly. The reservoir appeared to have an anuerysm. A new device was implanted. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual inspection of the cylinders identified broken fabric threads from wear at the proximal end of the cylinder. This cylinder had a hole from avulsion also at the proximal end and a leak was identified. The other cylinder had wear at a fold in the proximal end of the cylinder but passed the leak testing. The kink resistant tubing (krt) of the cylinders, pump, and reservoir were worn to the filament. The reservoir and pump passed the leak testing performed. The pump did not pass the activation test. Based on the information available, the reported device observations were confirmed, and a conclusion cause traced to component failure was chosen.